Manufacturer narrative:
The product was not returned and no photos were provided, so an evaluation is unable to be performed. The complaint is non-verifiable for the reported retention feature failure. However, as this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The retention feature failures typically are caused by the incorrect orientation of the implant assembly and the under tightening or over tightening of the inserter. The device history record (DHR) was reviewed. There were no nonconformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control.

Event description:
It was reported that a mobi-c implant disassembled as it was being installed; the top end plate became dislodged. The implant was removed and replaced with an alternative device to complete the procedure. There were no reported patient impacts associated with this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant disassembled as it was being installed; the top end plate became dislodged. The implant was removed and replaced with an alternative device to complete the procedure. There were no reported patient impacts associated with this event.